Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: perforated adhesive of the charged coupled device window and peeled off adhesive of distal sheath. A root cause could not be identified for the peeled off adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause for the perforated adhesive could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited perforated adhesive of the charged coupled device window and peeled off adhesive of distal sheath. There was no patient involvement.